Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused chronic cough. The patient did report to receive medical intervention and saw a physician and was placed on antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 05, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged chronic cough related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected the device, observed a slight gray ring of unknown contamination around the iso port, a light gray non-uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. They also observed a fine white powder type of contamination on the top and bottom of blower motor and on the inner rim of the blower rotor air intake, a fine white dust-like and hair-like fibrous contamination on the blower outlet seal, a black contamination, consistent with keratin, at the air outlet the blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer.the manufacturer found zero error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation.